Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead was explanted due to externalized conductors.

Manufacturer narrative:
Internal insulation abrasion was found at 7.0-8.1cm and 11.3-11.8cm from the distal tip electrode. The etfe coating was intact at these locations.